Event description:
Same case as MDR ID: 2134265-2015-02072. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and rotawire were selected and advanced to treat the target lesion. Rota cocktail was continuously injected and no anomalies were noted on the gas connection and the other devices. During preparation, rotational test was performed outside the patient and it was then observed that the burr separated the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. An attempt was made to load a test guidewire through the device but it would not load through the burr. The annulus of the burr was inspected and was observed to be damaged. There was no evidence of a guidewire fracture issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02072. It was reported that a rotawire fracture occurred. A 1.50mm rotalink plus and rotawire were selected and advanced to treat the target lesion. Rota cocktail was continuously injected and no anomalies were noted on the gas connection and the other devices. During preparation, rotational test was performed outside the patient and it was then observed that the burr separated the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.